Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (mr), thick leaflets with severe reflux and extensive prolapse for a mitraclip procedure. During the procedure, a mitraclip was implanted and the reflux was controlled. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a single leaflet device attachment has occurred and clip was no longer attached to posterior leaflet and mr has increased and patient returned with congestive heart failure (chf). Surgical treatment of thoracotomy and mitral valve replacement was performed on (B)(6) 2026.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported recurrent mitral valve insufficiency/ regurgitation (mr) and congestive heart failure appear to be cascading effects of the reported slda. Mr and congestive heart failure are known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4641 was removed.